Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (arrhythmia alarms, ¿check te pad¿ messages) was confirmed due to ECG a&b cable, ECG c&d cable, and the dn to rear te cable being missing, causing the belt to not perform detect and treat testing. The root cause for missing cables was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "check therapy pad" messages and arrhythmia alarms.